Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a sore that has developed in their mouth. At check in patient marked blisters, sensitivity and pain level 5. Provided patient with information on allergic reactions and advised them to visit their physician.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.